Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received a 3.7 mmol/l lower scan result on the adc device compared to a 4.5 mmol/l reading obtained on the healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms such as dizziness, sweating, numbness in the hands and feet and was unable to self-treat. As a result, the customer called the emergency services and had contact with an hcp who obtained a 4.5 mmol/l glucose test and administered plasma lyt infusion for treatment. There was no report of death or permanent impairment associated with this event.